Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-08979. It was reported that the patient underwent surgical intervention (see related manufacturer reference number 1627487-2019-08625,1627487-2019-08624, 1627487-2019-08531) on (B)(6) 2019. During the lead explant, a portion of one drg lead was left inside the epidural space. Follow-up indicated that there are no plans for removal. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.